Event description:
Related manufacturer reference number: 2017865-2025-14254. It was reported that the patient's atrial and right ventricular leadless pacemakers (lp) exhibited issues with conductive telemetry. No intervention was performed. The patient was recovering without noted complications.